Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: order part: sfw, kit, 9735736, stealth, s8, ent, EU-sc, software: sw app, 9735762, stealth, s8, app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery. It was reported that after registration the surgeon was accurate on bony structures but 2-3mm inaccurate inferior on soft tissue and the nasal floor. This was acceptable to the surgeon and they continued the case. The inaccuracy was seen across all instruments. It was reported that typically patients take their scans one day before the surgery. There was a procedure delay of less than one hour and no impact to the patient.

Manufacturer narrative:
H2, h3, h6: software archives, snapshots, and video were reviewed by a medtronic representative, but provided insufficient information to determine root cause of the reported behavior. Codes 10 is applicable, as are previously reported codes 3221 and 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was suspected that the cause was due to the regular medical treatment, such as nasal packing, intubation, anesthesia etc., which could possibly move the structure inside of the nose, so that the structure near the nasal floor and middle turbinate were different from the CT exam. The surgeon was satisfied with the accuracy on sinus and bony structure on navigation, and he did not mind the nasal floor and middle turbinate which are not the anatomy he would normally check in surgery.